Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: possible rupture.

Event description:
Healthcare professional reported "a left side possible rupture" and "pain." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is a medical event and is not related to the device. Rupture: observed, one opening in radius side assessed as surgical damage additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "hole nonspecific" via an rga form.